Event description:
A pt was under going crrt on a prismaflex machine with a prismaflex m-100 filter set. When the nurse responded to an alarm generated by the prismaflex, she noted blood on the bedding and floor; at which time she found the luer lock connection between the return line of the filter set and the pt's access catheter had become loosened resulting in a blood loss. The pt's hgb dropped 5gm/dl and he was transfused with 3 units of blood.

Manufacturer narrative:
A gambro technical service representative inspected the prismaflex, he verified the scales, pressure transducers, the alarms, and tones all met MFR's specifications. He then performed a simulated treatment with no errors and he verified all sensors were within MFR's specification. Gambro does not regard the submittal of this report as an admission of causation or liability. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event.